Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in the late 80s, early 90s. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd, the investigation will be re-opened.